Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently: every day between (B)(6) 2026 and (B)(6) 2026. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found occasionally - more than once per week, but not every day within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.